Event description:
The customer reported via phone call that the insulin pump alarmed sensor error about 30-45 minutes after the sensor was inserted. The customer's blood glucose was 217 mg/dl. The customer stated that she inserted the sensor into her upper right abdomen with the serter. She stated that the probe became split into two pieces. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enite sensor found the sensor passed per specifications with accurate readings however, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.